Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic colectomy. After about fifteen minutes use, probe damage error occurred. The user performed the probe check mode and passed. And the device was continued to use, but probe damage error occurred again after about five minutes. It was reported that the probe of the device was deformed. The intended procedure was completed with another thunderbeat device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the photo of the device. And it was found that the ptfe pad was partially peeled.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00430 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. Brand name, model #, catalog # and lot # were corrected. Device manufacturer date was identified and filled in. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on march 24, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.